Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Capture threshold increased from 0.625 volts on 20dec2016 to 1.375 volts on 21dec2016.

Event description:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed and tested out of specification during manufacturer¿s analysis. The cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.